Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the lens in the ks-3ai 19.5 preloaded injector system, 19.5 diopter had torn before injection into the eye. This occurred on (B)(6) 2016. The lens was not implanted. As of the date of MDR reporting, the injector system has been returned, however the product has not yet been evaluated.

Manufacturer narrative:
Device evaluation: product evaluation found that the preloaded injector system was returned in device tray. Visual inspection found no visible damage to lens, not enough viscoelastic and foreign material (dry, clear residue) on/in device. Lens was stuck in the injector. Work order search: one similar complaint was reported for units within the same lot. Corrected data: the reporter indicated that the surgeon used a ks-3ai 19.5 preloaded injector. Prior to delivery into the eye, the iol (intraocular lens) became stuck in the cartridge of the device. There was no patient contact. (B)(4).